Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the complaint. It was found that there was a hole in air/water channel, the watertight area was defective, the resin area is cracked, there was water invasion in the device, and an electrical continuity error occurs due to water invasion in the scope connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the device was displaying an e315 error. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
Correction: initial reporter: (B)(6) is both city and province. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: water ingress inside the product; failure of image sensor unit; failure of the board inside the video connector; system malfunction. The user may be able to reduce/prevent the occurrence of the event via the following instructions for use (IFU): "inspection of the endoscopic image: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Connection of the endoscope and ancillary equipment: connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force." Olympus will continue to monitor field performance for this device.